Manufacturer narrative:
Evaluation summary: evaluation of the returned device found the filter basket expanded and advanced through recovery catheter 1 (rc1). There was one broken strut on the filter basket recovery catheter 2 (rc2) was returned, and there was no damage noted to the catheter. A scanning electron microscope analysis was performed of the filter basked strut. The results suggest that the strut fractured due to fatigue. The cause of the fatigue is unk, and no root cause could be determined. A review of the finished device lot history record (lhr) did not reveal any non-conformities which could have contributed to this report.

Event description:
Device malfunction: failure to recover embolic protection device with rc2, time of malfunction: during the procedure, symptoms/ae: none. It was reported that during a left internal carotid artery angioplasty stenting procedure, the low-profile, flexible design soft tip recovery catheter rc2 was unsuccessful in retrieving the filter basked. The shapeable tip design rc1 was used and the filter basked was recovered successfully. After the filter basked was removed from the anatomy, one of the struts was noted to be fractured. There were no reported adverse patient sequelae. Though requested, no add'l info was available.